Manufacturer narrative:
Based on the current information provided, the causes of the patient¿s post-operative complication and subsequent death cannot be determined. There is no allegation that a malfunction of an da vinci system, instrument, or accessory occurred. Isi has attempted to contact the site to gather additional information regarding the patient/incident. However, as of the date of this report, no new information has been obtained. If additional information is received, a follow-up MDR will be submitted. A review of the system logs for the procedure date of (B)(6) 2022 has been performed by an isi technical support engineer (tse) and the following was observed: multiple procedures have been performed on this system after this reported complaint with no service requests being created. No relevant errors were observed during this procedure. As a result of this review, the tse did not recommend an isi field service engineer (fse) visit the site to perform system verification testing. A review of the event was conducted by an isi medical officer and the following additional information was provided: based upon the information provided in the description of events, the isi medical safety officer is unable to make any determination about the extent that the da vinci system, instrumentation, and/or accessories may have caused or contributed to this event. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted right hemicolectomy procedure, the patient experienced cardiac arrest and was admitted to the ICU. The patient subsequently passed away. Although the customer indicated that the fatality was not due to the procedure or equipment used, as the patient was in a very poor state of health, it is unclear as to what extent the da vinci surgical system may have contributed to the patient¿s post-operative complication and subsequent demise.

Event description:
It was reported that after undergoing a da vinci-assisted right hemicolectomy procedure, the patient had a cardiac arrest and was admitted to the ICU. The patient subsequently passed away on an unspecified date. Intuitive surgical, inc. (Isi) followed up with an isi clinical sales representative (csr) and obtained the following information: the csr was informed by the site that the fatality was not due to the procedure or equipment used, as the patient was in a very poor state of health. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.